Manufacturer narrative:
Zimvie complaint number (B)(4).

Event description:
It was reported that implant was removed due to nerve injury. Patient complained of pain and numbness on tooth #20. Symptoms as a result of the event: pain and numbness.

Manufacturer narrative:
Zimvie made multiple follow up attempts to obtain additional information regarding the implant¿s evaluation. However, no further details have been received. The drive feature damage found during inspection could not be verified. Zimvie received one (1) tsvtwb10, (imp, tsv,4.7,10, mtx, mg) for evaluation. Visual evaluation was performed, the implant had signs of use with debris on its internal and external threads. Damage to the implant was identified. The implants drive feature was damaged. Measurements match drawing. Note: only the implants outer dimensions were taken. DHR review was completed for the subject lot number 1264454. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1264454 for similar events and no other complaint was identified. Review completed utilizing keywords: ¿dental: medical: nerve damage¿. The customer did not submit images for the reported event. Based on the investigation and risk management file review as per rm-00541-haz, the most likely root cause determined from the investigation was customer error. Therefore, based on the available information, a device malfunction did occur. However, the implants drive feature damage could not be verify by the customer. Nerve damage is a medical condition and is non-verifiable with the information provided. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. The following sections have been updated: b4: date of this report. D9: device availability. G3: date received by manufacturer. G6: checked "follow-up". H2: checked follow-up type. H3: changed "no" to "yes". H6: entered evaluation codes. H10: added manufacturer narrative.

Event description:
No further event information available at the time of this report.